Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. (B)(6) received 5/19/2025 . Box marked as (B)(4) on (B)(6); recd el5ml; lot# y7016m, qty (B)(4) ; ecm has el5ml; lot# y7016m, qty (B)(4); from country taiwan.

Manufacturer narrative:
(B)(4). Date sent 7/23/2025. D4 batch #y7016m. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. In addition, the tyvek was returned along with the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area.five(5) remaining clips were found on the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch y7016m number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for y7016m, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2025. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 005075853-2025-05763. Moving forward all additional information will be filed under 3005075853-2025-06240.